Manufacturer narrative:
This supplemental report is being submitted to provide the results of the laboratory testing conducted at nelson laboratories. According to the lab results the following microorganisms were recovered from the instrument/suction channel: bacillus circulans, rothia dentocariosa, and bacillus megaterium. The lab results did not recover the reported microorganisms: klebsiella pneumoniae and klebsiella variicola .

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and legal manufacturer's final investigation. The device was evaluated where no abnormalities were found though there were several technical defects such as inside biopsy channel deep scratch, rubber glue chipped, rubber glue cracked, rubber pin hole, no metal protruded, and lens glue worn out these defects were not considered severe enough to cause a potential adverse event and are likely due to wear and tear damage from use over an extended period of time. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, insufficient reprocessing may have been conducted at the user facility. ·growth of microorganism was confirmed in culture test performed at the user facility after reprocessing. ·growth of microorganism was confirmed from distal end, and biopsy channel/suction channel in culture test performed at the third-party labs after the device was sent to olympus. ·according to reprocessing in-service by the endoscopy support specialist, the user did not perform brushing or flushing in accordance with instructions for use. This information is addressed in the instructions for use (IFU): "reprocessing manual:1.4 precautions: warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them. " olympus will continue to monitor the field performance of this device.

Event description:
The customer reported that after reprocessing the scope cultured positive for 1-10 colony-forming unit (cfu) biotype 1 klebsiella pneumoniae, 11-100 cfu biotype 2 klebsiella pheumoniae and 1-10 cfu klebsiella variicola. There was no patient involvement and no patient infection reported.

Manufacturer narrative:
The device was returned to the service center and is pending evaluation. As part of our investigation of this report, an olympus endoscopy support specialist (ess) was dispatched to the user facility to assess their reprocessing practices and to provide reprocessing training if necessary. To date, the ess visit has not been finalized. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly.